Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and the footswitch port is burnt. Complaint of smoking could not be reproduced but the footswitch port has a burnt pin sleeve. This could have caused the footswitch port to smoke. The complaint was confirmed and the root cause has been determined to be a burnt footswitch port. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was smoking. No patient involvement.